Manufacturer narrative:
This report is submitted on august 22, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at implant site; clinical management is ongoing. The implanted device remains.